Event description:
It was reported that the bd intima-ii 18gax1.16in prn slm npvc labels on box did not match product inside box. This occurred on 2600 separate occasions prior to use. The following information was provided by the initial reporter, translated from chinese to english. Verbatim: ¿sinopharm group found 15 pieces of 383050 products, 13 of which were misprinted on boxes, when receiving the goods on 2020-1-15. The outer packaging box was printed as jingma, and the single label marked 383050 is actually xiangma product, that is, the actual label of the packaging box logo is not consistent with the goods.¿

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9119986. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our quality engineers were able to determine the root cause for this event by reviewing the packaging process. They found that this most likely occurred through a failure by packaging personnel to clear the site of relevant materials between batches. Although processes are already in place to verify room checks, we have implemented more stringent verification requirements to prevent occurrences of this event.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii 18gax1.16in prn slm npvc labels on box did not match product inside box. This occurred on 2600 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿sinopharm group found 15 pieces of 383050 products, 13 of which were misprinted on boxes, when receiving the goods on 2020-1-15. The outer packaging box was printed as jingma, and the single label marked 383050 is actually xiangma product, that is, the actual label of the packaging box logo is not consistent with the goods.¿